Manufacturer narrative:
(B)(4) - not listed in the instructions for use. (B)(4) - separates is listed in the instructions for use. Additional info: the product was returned in an opened and used condition. Upon visual inspection it was noted that the catheter had separated from the tip. Quality control confirms overall catheter assembly is clean and smooth prior to shipping. This product is shipped with instructions for use which states under warnings: "silicone peripherally inserted central venous catheters (PICC) are not designed for power injection of contrast material. Do not power inject contrast medium through catheter. Catheter rupture may result. Use of 10 cc syringe or larger will reduce the risk of catheter rupture." The complaint stated that the pt was taken to have an MRI and contrast was used. Not following the instructions for use could have led to this failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Pt had PICC line in for treatment of an infection post fractured arm. Pt was taken to MRI and scan was performed using contrast. Post MRI scan, PICC was unable to be flushed and was no longer pt and needed to be removed. During removal, the tip of PICC line was found to be broken. Pt taken to cath lab. Tip found in pt's right atrium and removed.